Event description:
Physician reported left side "implant rupture and capsular contracture, baker grade iii." Confirmed by ultrasound and MRI. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: two devices one device is broken and the other device intact, it has red particles on the surface. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, an opening on posterior, red particles on the shell, and crease flat. A microscopic analysis was performed which identified: a sharp opening on posterior and total delamination of the orientation dot (adhesive failure). A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening. Total delamination of the orientation dot (adhesive failure).

Event description:
Physician reported left side "implant rupture and capsular contracture, baker grade iii." Confirmed by ultrasound and MRI. Device has been explanted.